Event description:
The patient suffered from cerebral infarction, which was aggravated by disturbance of consciousness and carbon dioxide retention. Under normal operation, ventilator support was performed. After the tracheal tube was in place, connect it to invasive ventilator for assisted respiration. During the use, the oxygen concentration was adjusted to 100%, but the display still showed that the oxygen concentration was too low.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A final investigation was performed by an expert from technical service: this issue was reported by the user to the local authority. The root cause of the ventilator to alarm with "low oxygen" was a depleted o2 sensor (o2 cell) due to neglected maintenance. Within this investigation it has been confirmed that the device meet its specifications at the time of the event while it was used for treatment or diagnosis. The yearly preventive maintenance is intended to prevent such cases. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As this complaint was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.